Event description:
International customer reported that a patient developed a granuloma and suture extrusion at an unspecified time following an orthopedic procedure. The patient was returned to surgery for excision of the reactive tissue.

Manufacturer narrative:
H-6 conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.